Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Event description:
A medtronic representative reported that during a electrode and probe placement when going back in the software, site was pushing exams at the same time and the software of the navigation system exited unexpectedly. Medtronic representative was able to enter the software and proceed with procedure. The procedure was completed with the use of navigation. There was no delay to the procedure. No impact on patient outcome.